Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the bottom covers, as well as cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to be due to revision surgery. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing recurrent infections. A surgery to resolve the infection was reportedly performed. The recipient is presenting with a loss of sound. Device testing was within normal limits. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient had previous mastoid exploration to clear cholesteatoma on (B)(6) 2022. The recipient was reportedly explanted on (B)(6) 2024, with wound cleaning and cholesteatoma clearance. The recipient was not re-implanted. The recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.